Manufacturer narrative:
It was reported that, after connecting the cardiohelp to a patient, the display went black but the cardiohelp did not stop pumping. Eventually, the cardiohelp was exchanged. It was later corrected, that the customer could not operate the touch display as it was not responding and put the device in emergency mode to shut it down. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation. The failure could not be replicated and no parts were replaced. The touch display was usable without problems and could be calibrated multiple times. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. No exact root cause could be determined. However, according to the risk file v24 following root causes can linked to the reported failure: - no display function - no touch function - lost touch calibration - touch buttons are not precise. The cardiohelp has several safety features, that the device can be operated, even when the touch screen does not work anymore. All-important adjustments can be made by using the rotary knob or if all other things do not work by engaging the emergency mode to keep up the blood flow. Further according to the instruction for use (IFU) of the cardiohelp system, chapter "check before every application" the touch screen must be checked before use. The review of the non-conformities has been performed on 2024-09-20 for the period of 2018-03-02 to 2024-08-26. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2018-03-02. Based on the results the reported failure "touch display not responding" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Event description:
It was reported that, after connecting the cardiohelp to a patient, the display went black but the cardiohelp did not stop pumping. Eventually, the cardiohelp was exchanged. No harm to any person has been reported. The cardiohelp was exchanged during treatment, which stops the support of the patient for a short moment. Therefore, a report is needed. Complaint ID: (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.